Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced lightheadedness and hypertension. It was reported that the right atrial (ra) lead exhibited high thresholds, and undersensing on the ra lead was subsequently noted. The ra lead remains in use. No further patient complications have been reported as a result of this event.